Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the blood control feature of the bd insyte¿ autoguard¿ bc shielded IV catheter failed to work and caused blood to spray back onto the nurse's arm and body. This occurred twice in the same day with two different nurses. The following information was provided by the initial reporter, translated from (B)(6) to english: ""placement of an 18g venous catheter. When the needle was withdrawn by pressing on the white button, blood sprayed back into the needle retraction chamber, with blood being projected in a jet through the orifice located at the end of the chamber". This problem is believed to have occurred twice on the same day with two different nurses and concerned the same batch. There were no clinical consequences for the patient, however the nurse received blood splashes on the arm and body."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the blood control feature of the bd insyte¿ autoguard¿ bc shielded IV catheter failed to work and caused blood to spray back onto the nurse's arm and body. This occurred twice in the same day with two different nurses. The following information was provided by the initial reporter, translated from french to english: ""placement of an 18g venous catheter. When the needle was withdrawn by pressing on the white button, blood sprayed back into the needle retraction chamber, with blood being projected in a jet through the orifice located at the end of the chamber". This problem is believed to have occurred twice on the same day with two different nurses and concerned the same batch. There were no clinical consequences for the patient, however the nurse received blood splashes on the arm and body.